Event description:
It was reported that the defibrillator incorrectly diagnosed ventricular tachycardia due to atrial undersensing. The patient received inappropriate atp therapy for atrial tachycardia. Programming changes were recommended. No further information was available.